Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ catheter tip was defective. This occurred on 2 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: when making the venipuncture the tip of this opens in the form of an umbrella, which prevents it from fully entering the vein. This defect means that patients must be punctured multiple times. Information received by email on 7/4/2019: the incident was noticed during the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin.

Event description:
It was reported that bd insyte¿ catheter tip was defective. This occurred on 2 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: when making the venipuncture the tip of this opens in the form of an umbrella, which prevents it from fully entering the vein. This defect means that patients must be punctured multiple times. Information received by email on 7/4/2019: the incident was noticed during the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin.

Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. H3 other text : see section h.10.